Manufacturer narrative:
H3, h6: it was reported that a resurfacing right hip procedure was performed using a bhr system due to osteoarthritis. After the procedure, the patient started to get pain with clicking and clunking noises and elevated cobalt chrome levels. These adverse events were treated via revision surgery. The revision of the right total hip arthroplasty was completed using competitor implants. No further complication has been reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the bhr head and no other similar complaints have been identified for the bhr cup, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. The clinical information provided, of the pain, elevated cobalt and chrome levels, osteolysis, pseudocyst, and metallosis may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that a resurfacing right hip procedure was performed on (B)(6) 2008 using a bhr system due to osteoarthritis. After the procedure, the patient started to get pain with clicking and clunking noises and elevated cobalt chrome levels. These adverse events were treated via revision surgery on (B)(6) 2012. The revision of the right total hip arthroplasty was completed using competitor implants. No further complication has been reported.